Manufacturer narrative:
A ge service representative performed an onsite investigation. A system fuse and capacitor module were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system was displaying a precharge voltage error rendering the system unusable. There is no report of pt injury.